Manufacturer narrative:
According to the customer, "we had a delivery and they had one of the newer cord clamps that were ordered from medline. Dr. (B)(6) had placed the clamp and then they noted there was a bunch of blood and the clamp had come undone and the cord was pulsating blood out. They did get it stopped and placed a new clamp on there. There was no serious injury". A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "we had a delivery and they had one of the newer cord clamps that were ordered from medline. Dr. (B)(6) had placed the clamp and then they noted there was a bunch of blood and the clamp had come undone and the cord was pulsating blood out. They did get it stopped and placed a new clamp on there. There was no serious injury".